Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
The lay user/patient's products have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips involved in this case have passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was displaying inaccurate erratic results. The medical surveillance specialist (mss) reviewed the customer care advocate (cca) documentation and spoke with the patient on (B)(6) 2010 to classify this case. The patient alleged that the product issue began on an unspecified date in (B)(6) 2010. On an unspecified date, the patient reportedly tested her blood glucose on the subject meter and obtained results of "225, 108, 70 mg/dl," performed more than 20 minutes apart of each other. The patient informed the mss that she tests her blood sugar once a day at 8:00 am and she manages her diabetes with metformin, 500 mg twice a day. The patient confirmed that the alleged product issue did not cause her to change her usual diabetes routine. On an unspecified date since the alleged issue began, the patient claimed that she became "shaky, weak, and had headache." It is not known if the patient tested her blood glucose at the onset of the symptoms. The patient claimed that she treated herself by having food and drink. During the troubleshooting session, the cca documented that the patient was using an approved sample site for testing her blood glucose on the subject meter. The cca also noted that the reported blood glucose readings were taken more than 20 minutes apart of each other. Thus, the readings cannot be used as valid comparisons for meter precision. Per protocol, replacement meter and supplies were sent to the patient. Based on the information provided, this complaint is being classified as MDR-reportable due to the following conclusion(s): the patient claims she obtained inaccurate erratic readings on the subject meter and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began. However, this is no evidence that the subject meter performed improperly.